Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle, the water supply volume did not meet the standard value. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the resistance value at the distal end did not meet the standard value, the connecting tube had discoloration, the forceps channel port was shaved, the control unit had discoloration, the water removal ability did not meet the standard value, the adhesive on the bending section cover had a chip, the play of the up/down knob and the bending angle in the up direction was out of the standard value, the up/down knob could not be locked securely, and the sticker dots of 1b were smudged and connected. The following components had scratches: the plastic distal end cover, scope connector cover and unit, the universal cord, the grip, the switch box, the right/left knob, the control unit, the free/engage lever and knob, the up/down knob, and the suction connector, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a gastrointestinal videoscope there was poor water supply. There was no patient harm associated with the event. The device was returned and evaluated and upon evaluation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.